Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/migration of essure device:uterus"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general)") and oophorectomy ("oophorectomy (one side removal of ovary)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included coronary artery disease. Concurrent conditions included hypertension, stroke, coronary artery disease, arthritis, hepatitis c, nicotine dependence, endometriosis, perineal pain, abdominal pain, retroperitoneal bleed, intra-abdominal bleeding, dysuria, offensive vaginal discharge, hematoma and ovarian cyst. Concomitant products included alprazolam (xanax), carvedilol, ferrous sulfate, hydrochlorothiazide, ibuprofen, lisinopril and salbutamol. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), urinary tract infection ("infection urinary/ infection (bladder/urinary tract/ vaginal) type : urinary"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss."), endometriosis ("endometriosis of pelvic peritoneum") and the first episode of cystitis ("infection (bladder/urinary tract/ vaginal) type : urinary/bladder (bladder infection)"). On (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), 10 months 23 days after insertion of essure. In 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (cramping)"), the second episode of cystitis ("infection bladder"), perineal pain ("perineal pain") and abdominal pain ("abdomen pain") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with diphenhydramine hydrochloride;paracetamol (tylenol pm), emetrol, ibuprofen and surgery (hysterectomy with bilateral salpingo-oopherectomy/ salpingectomy (bilateral removalof fallopiantubes and laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, oophorectomy, vaginal haemorrhage, the last episode of cystitis, urinary tract infection, vaginal discharge, migraine, nausea, fatigue, alopecia, depression and anxiety outcome was unknown, the pelvic pain, headache, perineal pain and abdominal pain was resolving and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, oophorectomy, pelvic pain, perineal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of cystitis and the second episode of cystitis to be related to essure. Diagnostic results: surgical pathology report: diagnosis: uterus: cervix- mild chronic cervicitis and squamous metaplasia. Endometrium- menstrual phase endometrium. Myometrium- no pathologic diagnosis. Fallopian tubes and ovaries, right and left: cystic follicles and corpora albicans. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received - reporter information updated. New events endometriosis of pelvic peritoneum and infection (bladder/urinary tract/ vaginal) type : urinary/bladder (bladder infection) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/migration of essure device:uterus"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general)") and oophorectomy ("oophorectomy one side removal od ovary)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's past medical history included coronary artery disease. Concurrent conditions included hypertension, stroke, coronary artery disease, arthritis, hepatitis c, nicotine dependence, endometriosis, perineal pain, abdominal pain, retroperitoneal bleed, intra-abdominal bleeding, dysuria, offensive vaginal discharge, hematoma and ovarian cyst. Concomitant products included alprazolam (xanax), carvedilol, ferrous sulfate, hydrochlorothiazide, ibuprofen, lisinopril and salbutamol (ventolin). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). On (B)(6) 2017, 8 years 10 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (cramping)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss."), perineal pain ("perineal pain") and abdominal pain ("abdomen pain"). The patient was treated with emetrol, ibuprofen (advil), dozol (tylenol pm), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (laparoscopic-assisted vaginal hysterectomy) and surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, oophorectomy, vaginal haemorrhage, cystitis, urinary tract infection, vaginal discharge, migraine, nausea, fatigue, alopecia, depression and anxiety outcome was unknown, the pelvic pain, headache, perineal pain and abdominal pain was resolving and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, cystitis, depression, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, oophorectomy, pelvic pain, perineal pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: surgical pathology report: diagnosis: uterus: cervix- mild chronic cervicitis and squamous metaplasia. Endometrium- menstrual phase endometrium. Myometrium- no pathologic diagnosis. Fallopian tubes and ovaries, right and left: cystic follicles and corpora albicans. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received, event added are as follows- depression, anxiety. Events onset date added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device/migration of essure device:uterus'), perforation ('perforation'), pelvic pain ('pain') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included coronary artery disease. Concurrent conditions included hypertension, stroke, coronary artery disease, arthritis, hepatitis c, nicotine dependence, endometriosis, perineal pain, abdominal pain, retroperitoneal bleed, intra-abdominal bleeding, dysuria, offensive vaginal discharge, hematoma and ovarian cyst. Concomitant products included alprazolam (xanax), carvedilol, ferrous sulfate, hydrochlorothiazide, ibuprofen, lisinopril and salbutamol. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), urinary tract infection ("infection urinary/ infection (bladder/urinary tract/ vaginal) type : urinary"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss."), endometriosis ("endometriosis of pelvic peritoneum") and bladder infection ("infection (bladder/urinary tract/ vaginal) type : urinary/bladder (bladder infection)"). On (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 10 months 23 days after insertion of essure. In 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (cramping)"), infection bladder ("infection bladder"), perineal pain ("perineal pain") and abdominal pain ("abdomen pain") and underwent oophorectomy ("oophorectomy (one side removal of ovary)"). The patient was treated with diphenhydramine;ibuprofen, ibuprofen, and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, perforation, genital haemorrhage, oophorectomy, vaginal haemorrhage, infection bladder, urinary tract infection, vaginal discharge, migraine, nausea, fatigue, alopecia, depression, anxiety and bladder infection outcome was unknown, the pelvic pain, headache, perineal pain and abdominal pain was resolving and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder infection, depression, device expulsion, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, oophorectomy, pelvic pain, perforation, perineal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and infection bladder to be related to essure. Diagnostic results: surgical pathology report: diagnosis: uterus: cervix- mild chronic cervicitis and squamous metaplasia. Endometrium- menstrual phase endometrium. Myometrium- no pathologic diagnosis. Fallopian tubes and ovaries, right and left: cystic follicles and corpora albicans. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device/migration of essure device:uterus'), perforation ('perforation'), pelvic pain ('pain') and dysmenorrhoea ('dysmenorrhea (cramping)') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included coronary artery disease. Concurrent conditions included hypertension, stroke, coronary artery disease, arthritis, hepatitis c, nicotine dependence, endometriosis, perineal pain, abdominal pain, retroperitoneal bleed, intra-abdominal bleeding, dysuria, offensive vaginal discharge, hematoma and ovarian cyst. Concomitant products included alprazolam (xanax), carvedilol, ferrous sulfate, hydrochlorothiazide, ibuprofen, lisinopril and salbutamol. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), urinary tract infection ("infection urinary/ infection (bladder/urinary tract/ vaginal) type: urinary"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss."), endometriosis ("endometriosis of pelvic peritoneum") and bladder infection ("infection (bladder/urinary tract/ vaginal) type : urinary/bladder (bladder infection)"). On (B)(6) 2009, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), 10 months 23 days after insertion of essure. In 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (cramping)"), infection bladder ("infection bladder"), perineal pain ("perineal pain") and abdominal pain ("abdomen pain") and underwent oophorectomy ("oophorectomy (one side removal of ovary)"). The patient was treated with diphenhydramine;ibuprofen, ibuprofen, and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, perforation, genital haemorrhage, oophorectomy, vaginal haemorrhage, infection bladder, urinary tract infection, vaginal discharge, migraine, nausea, fatigue, alopecia, depression, anxiety and bladder infection outcome was unknown, the pelvic pain, headache, perineal pain and abdominal pain was resolving and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, anxiety, bladder infection, depression, device expulsion, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, oophorectomy, pelvic pain, perforation, perineal pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and infection bladder to be related to essure. Diagnostic results: surgical pathology report: diagnosis: uterus: cervix- mild chronic cervicitis and squamous metaplasia. Endometrium- menstrual phase endometrium. Myometrium- no pathologic diagnosis. Fallopian tubes and ovaries, right and left: cystic follicles and corpora albicans. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received: new event perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/migration of essure device:uterus"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general)") and oophorectomy ("oophorectomy 9one side removal od ovary)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included hypertension, stroke, coronary artery disease, depression, anxiety, arthritis, hepatitis c, nicotine dependence, endometriosis, perineal pain, abdominal pain, retroperitoneal bleed, intra-abdominal bleeding, dysuria, offensive vaginal discharge, hematoma and ovarian cyst. Concomitant products included alprazolam (xanax), carvedilol, ferrous sulfate, hydrochlorothiazide, ibuprofen, lisinopril and salbutamol (ventolin). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 8 years 10 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (cramping)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss."), perineal pain ("perineal pain") and abdominal pain ("abdomen pain"). The patient was treated with emetrol, ibuprofen (advil), dozol (tylenol pm), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (laparoscopic-assisted vaginal hysterectomy) and surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, oophorectomy, vaginal haemorrhage, cystitis, urinary tract infection, vaginal discharge, migraine, nausea, fatigue and alopecia outcome was unknown, the pelvic pain, headache, perineal pain and abdominal pain was resolving and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, cystitis, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, oophorectomy, pelvic pain, perineal pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Events migraine, headache, nausea, fatigue, hair loss, abnormal bleeding (general), perineal pain were added. Event outcome added. Concomitant conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/migration of essure device:uterus"), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), genital haemorrhage ("abnormal bleeding (general)") and oophorectomy ("oophorectomy 9one side removal od ovary)") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included hypertension, stroke, coronary artery disease, depression, anxiety, arthritis, hepatitis c, nicotine dependence, endometriosis, perineal pain, abdominal pain, retroperitoneal bleed, intra-abdominal bleeding, dysuria, offensive vaginal discharge, hematoma and ovarian cyst. Concomitant products included alprazolam (xanax), carvedilol, ferrous sulfate, hydrochlorothiazide, ibuprofen, lisinopril and salbutamol (ventolin). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, 8 years 10 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), oophorectomy (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (cramping)"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss."), perineal pain ("perineal pain") and abdominal pain ("abdomen pain"). The patient was treated with emetrol, ibuprofen (advil), dozol (tylenol pm), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (laparoscopic-assisted vaginal hysterectomy) and surgery (laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, genital haemorrhage, oophorectomy, vaginal haemorrhage, cystitis, urinary tract infection, vaginal discharge, migraine, nausea, fatigue and alopecia outcome was unknown, the pelvic pain, headache, perineal pain and abdominal pain was resolving and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, cystitis, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, oophorectomy, pelvic pain, perineal pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results: surgical pathology report: diagnosis: uterus: cervix- mild chronic cervicitis and squamous metaplasia. Endometrium- menstrual phase endometrium. Myometrium- no pathologic diagnosis. Fallopian tubes and ovaries, right and left: cystic follicles and corpora albicans. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of product technical complain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device/migration of essure device") in a (B)(6) -year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included hypertension, stroke, coronary artery disease, depression, anxiety, arthritis and hepatitis c. Concomitant products included alprazolam (xanax), carvedilol, ferrous sulfate, hydrochlorothiazide, ibuprofen, lisinopril and salbutamol (ventolin). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered cystitis, device dislocation, dysmenorrhoea, menorrhagia, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received- reporter information, patient details, other relevant history, product information, concomitant drugs were added and event severe physical injuries updated with events abnormal bleeding (vaginal), menorrhagia, infection bladder, infection urinary, malposition of essure device/migration of essure device, dysmenorrhea (cramping), pain, patient did not undergo essure confirmation test. Essure legal manufacturer has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.